Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient experienced a broken modular neck whilst walking downstairs.

Manufacturer narrative:
After reevaluating the event we have determined that this is a duplicate of 3010536692-2016-00233. Please void the initial and follow up MDR for this complaint.

Manufacturer narrative:
Additional information was provided. Updated catalog number and lot number. Reevaluated product.